Event description:
An optometrist reported a case of small amount of epithelial ingrowth seen at superior/temporal flap edge, observed on a pts' left eye one month post lasik treatment. Pt noted watery eyes. Reporter indicated the issue was resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).